Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report low audio output from the receiver that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.